Event description:
Customer's grandmother called in to report that the last two times they refilled the pump, they put the vial in the reservoir, the fill tubing process does not stop. Customer's grandmother stated that when she releases the act button, it keeps going. Customer tried refilling a few days ago and the same thing happened three times. The insulin pump pumped out the whole reservoir during the fill tubing process without being touched. Customer's grandmother asked for a new insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No prime anomaly noted.